Event description:
The patient was treated for three months. Seven mos later the patient presented with esophagus lesions. The treatment history was checked. The customer reported that the plan stored in the treatment planning system and the plan that was executed was difficult. Specifically, the wedge in one of the fields of the plan was dropped.